Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was put on medication and got a urinary tract infection (uti). The caller thought the medication caused it. The patient had pus and blood in the urine. The patient went to the hospital on (B)(6) 2015.

Event description:
A patient's daughter reported the healthcare professional (hcp) put the patient on medication to help with the peeing and the patient ended up having a urinary tract infections and was in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.